Event description:
It was reported that about a week and a half to two weeks after implant the patient¿s back was hurting so much worse than the pain the stimulator was supposed to treat and it never got any better. The patient stated it was always moving around. She could take her fingers and sometimes it seemed like the battery was lying sideways and sometimes standing straight-up. The pain was sore where the batteries were. The patient met with the healthcare provider (hcp) and he said there was nothing he could do and he asked if the patient would like it taken out and she said yes, she couldn¿t stand this. The implantable neurostimulator (ins) was removed on (B)(6). The hcp said he was going to send it to the company, but she did not believe there was something wrong with it. The patient stated ¿seemed like he was saying it was all in my head.¿ the patient never had therapeutic effect. The patient still had pain in her back and it felt like the battery pain. An x-ray was taken which showed there was no battery, but she sure felt it. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).